Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The juggerknot mini was returned for evaluation. The drill bit was not returned with the device. Also, the anchor was not returned with the sutures and needles. The nitinol inserter has a slight bend in it. Functional test on the device is conforming to print specifications. Device history record was reviewed and no discrepancies were found. Review of the product determined that no failure for sleeve jammed was found as the product functions as intended. However, the reason for the bent inserter tip is unknown and hence a definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the insertion process, the juggerknot mini¿s transparent sleeve was stuck. Hence, the juggerknot suture was not able to be deployed in the bone. No adverse event has been reported as a result of the malfunction.